Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported he is received motor error alarms on his insulin pump during priming . He stated that he is unable to prime. During troubleshoot, customer stated that he does not use the sensor feature and that he is able to rewind the insulin pump. Blood glucose level is over 500mg/dl. Nothing further reported.